Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 484 mg/dl at the time of incident. Blood glucose value at the time of call was 350 mg/dl. The customer did not experience any symptoms of high blood glucose value. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether auto mode was active at the time of incident. The customer will continue use of the device. No further patient complications were reported.